Manufacturer narrative:
H10: the device was received for evaluation with the patient adapter attached to the tubing/bushing and a disconnect cap attached to the titanium spike. A visual inspection was performed with naked eye with no issues noted; there was no damage noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the catheter adapter of a transfer set assembly (short), titanium spike separated from the tubing (silicone tubing). This occurred during use at the patient¿s home for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.